Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited impedances greater than 2,000 ohms. There was also oversensed noise due to the associated device automatically changing the lead's polarity from bipolar to unipolar. The lead was replaced with a competitor's lead. No adverse patient effects were reported.